Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that impedances were all good. The patient was reprogrammed to provide better coverage to the left side. It was thought that adaptive stimulation could be causing the jolting when the patient changes position and the patient mentioned an increased recharge burden and that the battery was 7 years old. The patient was pleased with the stimulation pattern at the end of the meeting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that after thanksgiving the device started not working properly. The patient said she stopped feeling therapeutic effects on her left side and if she lays down on her right side she will get jolts all night shooting up her back. The patient said she has to turn her stimulation off at night so she doesn't get the jolts. The patient met with a rep in (B)(6) who got it going pretty good, but now the situation was happening again and she could barely move. It was stated the device really does help the patient and they hadn't had any falls or trauma. The patient has an appointment at the hcp office on (B)(6) 2020. No further complications were reported.